Event description:
It was reported that the right ventricular (rv) lead had pacing thresholds that suddenly grew and now there was no capture. Noisy episodes were found on the rv channel. The lead was abandoned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: d364drm ICD, implanted: (B)(6) 2012. (B)(4).

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Analysis of the device memory also indicated a lead impedance out of range alert, the criteria for the right ventricular lead integrity alert (lia) were met, a lead noise alert and oversensing due to non-physiologic signals/sic (sensing integrity counter). (B)(4) lifetime ventricular sic (v-sic) are recorded beginning (B)(6) 2014. Lia triggered on (B)(6) 2014 due to meeting the requirements for impedance and v-sic. An out of tolerance subthreshold lead impedance alert occurred on (B)(6) 2014. A patient alert occurred on (B)(6) 2014 for lead noise. Maximum ventricular pace impedance rises from 589 ohms the week ending (B)(6) 2014 to greater than 3500 ohms the week ending (B)(6) 2014. There are 1 non-sustained tachycardia and 2 ¿lead failure predictor" events of less than 220 ms v-v cycle recorded on (B)(4) 2014.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.